Event description:
It was reported during a knee collateral ligaments repair surgery, after predrilled when twisting, the anchor broke. No patient injury was reported.

Manufacturer narrative:
One 4.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal end of the anchor has broken above the suture eyelet. Examination of the inserter confirmed both inserter tines have been broken off. The condition of the anchor indicates it was subjected to excessive forces as a result of off axis insertion. Per the device IFU ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the insertion site with the insertion device using a two-finger ao technique. Continue rotating the anchor until desired placement is achieved by visual inspection. Caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was confirmed that broken pieces were removed from the patient.